Event description:
It has been reported to us that the balloon would not deflate when required during the procedure. The physician inserted the balloon catheter into the patient and inflated the balloon for hemodynamic pressure readings. The physician attempt to deflate the balloon; however, the balloon would not deflate when required. The physician cut the balloon lumen of the catheter and the balloon deflated slowly. The patient is report to be fine.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and therefore, a review of the device history record will be performed. Not returned for evaluation.